Manufacturer narrative:
This supplemental report is being submitted to provide the results of the updated legal manufacturer's final investigation. Updated fields: h6, h11 additional failure modes were noted during the inspection of the device: image is occasionally not displayed on the monitor, and corrosion of the video connector pins. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during routine inspection, the subject device had a wobbling issue. There was no patient involvement.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported scope wobbling issue in camera head. The subject device will not be sent back to olympus for further evaluation and repair. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during routine inspection, the subject device had a wobbling issue. There was no patient involvement.